Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 21-jul-2020, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(4), ubd: 21-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for essential tremors and movement disorders it was reported that the doctor cannot seem to get the therapy adjusted so the patient's left will not work since implant. Patient stated they try to do things with their left hand, shakes and then get burned or spills things. Patient stated they had no use of the left hand at all. Patient stated that the doctor told them that it may be something patient has to live with. Patient also reported that everything seems to have moved around their body, further mentioning that they could see the ins had moved since a couple of years ago. The lead wire that goes down the patient's back was behind their ear now. Patient noted that the doctor thinks the patient is nuts and that nothing had moved. Patient also indicated that they have had falls which was blamed on their balance. It was suggested for the patient to continue to work with the health care provider (hcp) or consult with another doctor for a second opinion on their ins and lead location.